Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device's screen is working intermittently. There was no reported patient involvement.

Manufacturer narrative:
The bench found multiple instances of damage and multiple parts needed replacement. The bench replaced the display assembly. The device also needed a replacement battery pca to remedy the loss of display functions. The device had front, back, and top case parts exchanged due to noticeable damage. A display shield was implemented to prevent further damage to the display. The nbp was calibrated and the software was upgraded to bring the device up to date. The device passed all performance assurance testing and was returned to the customer site to be placed back in to service.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was duplicated during lab tests. J1 pin 2 was damaged /compressed. The available information is consistent with a malfunction of the battery pca. The cause was damaged / compressed j1 pin 2. No further investigation or action is warranted.